Event description:
Delivery catheter went into position easily, and deployed limbs without issue. The main body would not deploy; front stop would not move. It was noted the guidewire had slid back. Attempts to remove the stent graft were unsuccessful. Pt was surgically converted, the delivery catheter and stent assembly were removed through the conversion site.